Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 52.5cm was returned for analysis. External insulation abrasion was noted at 32.0-32.5cm from the distal tip, consistent with lead friction to another device or patient anatomy, and 48.0-48.5cm from the distal tip, consistent with lead friction to the device can. Internal insulation abrasion was noted at 9.0-9.5cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.